Manufacturer narrative:
Section d4: the last digit of the serial number was corrected.

Event description:
It was reported that the display of the blood glucose monitor was defective.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.